Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the pendant on the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect pendant has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry would not operate as intended. When prompted to move along the z-axis, the gantry would move along the x and y-axis. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for evaluation. Testing found that the gantry would not move when prompted on the pendant. Intermittent gantry movements in incorrect directions was also noted.